Manufacturer narrative:
Date of event: unknown, used the first date of the aware month

Event description:
It was reported that the patient experienced pain at glans and erosion and underwent an ams 700 inflatable penile prosthesis (ipp) replacement procedure due to an unknown mechanical issue. The physician could feel the tips beyond the corpora. No patient complications were reported in relation to this event. The patient is expected to fully recover.